Event description:
The customer reported that vasoseal was used in the right groin following a diagnostic catheterization procedure. About five days post-procedure the pt experienced pain in the right leg. After physician evaluated the pt it was discovered, by a femoral angiogram, that there was an occlusion on the popiteal artery. Urokanaise was dripped for five hrs with no impact. Pt had surgical removal of thrombus. Pathology report stated that there was no foreign body.